Event description:
Device was explanted due to bleeding at the implant site. The patient stated that the doctor told her they would have to remove the device due to risk of infection. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.